Event description:
It was reported that the 9800 system had white, washed out images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call.